Manufacturer narrative:
A1: the beckman coulter internal identifier is case-(B)(4). The exact number of patients involved was not specified. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to evaluate the au680 chemistry analyzer on (B)(6) 2023. The fse inspected the instrument and replaced ise buffer valve pn c28717 x 2 (two) to resolve the issue. The system was verified with ise calibrations and & qc with passing results. The instrument is operating within specifications. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction of the buffer valves was the cause of this event.

Event description:
On (B)(6) 2023, the customer reported having erroneous high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium), cl (chloride) on their au680 chemistry analyzer. No erroneous patient data was provided although requested. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide details of the erroneous patient results to beckman coulter for evaluation. A beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting on (B)(6) 2023.